Event description:
It was reported that during an atec sapphire biopsy procedure on (B)(6) 2026, the user experienced "low suction" and reports that only "a few small cores" were retrieved. The user reports that no error lights were observed and troubleshooting was attempted by switching the handpiece and canister; however, the issue persisted. Additional information was obtained from the user site, in which it was reported that "the procedure was completed with the device, but due to the inadequate samples, the patient had to return for a second/repeat biopsy." No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.